Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced issues with therapy being turned off and encountered a message that said, "not found communicator," while attempting to sync with the devices. The agent tried to clarify when and why therapy was off, but the patient was unsure of the date when or how therapy was turned off. The patient expressed concern that the therapy was not set up correctly, as they did not feel sensations like they did with their prior implant when therapy was turned off and back on. The patient sought assistance to use their charger and smart programmer. After troubleshooting steps, including resetting the communicator by holding the power button for 45 seconds, they successfully turned the therapy back on. The patient could charge their implantable neurostimulator from 90-100 percent with an excellent connection. The troubleshooting steps taken during the call resolved the issues. No patient complications have been reported as a result of this event.